Event description:
The account stated that the head of the bed will not lower.

Manufacturer narrative:
The account isolated the pendant and the lockout box. After troubleshooting, the account found that the control box was bad. The account replaced the control box to correct the issue.